Event description:
Reference number: (B)(4) event occurred in canada. It was reported that the patient faced infusion set tubing detachment event on (B)(6) 2025. The patient reported infusion set tubing detached from hub. The infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.